Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported overnight post implant of the implantable pulse generator (ipg) system, telemetry showed intermittent loss of capture. Chest x-ray was done and the right ventricular (rv) lead dislodged from the septum and is now in the right ventricle. Patient is not dependent and was asymptomatic. The device was interrogated and rv lead was not capturing consistently unipolar or bipolar at maximum output. The device was reprogrammed and the lead was later explanted and replaced. No patient complications have been reported as a result of this event.